Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber was in good condition. Review of fiber card data indicated that the fiber was recognized, was not expired, and was fired. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed functional testing for connector segment verification and saline flow. Microscope inspection identified that the glass tip was protruding from the metal cap, indicating there was also a glue failure. Also, the fiber tip exhibited a distal circumferential fracture. However, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm. Therefore, the reported allegation of forward firing was not confirmed. The observed distal circumferential fracture and glue failure are consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the observed fiber damaged. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications the instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was noticed that there was no effective vaporization, as the laser beam did not emerge laterally but centrally from the fiber tip. The fiber was removed, cleaned and irrigated without improvement. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was noticed that there was no effective vaporization, as the laser beam did not emerge laterally but centrally from the fiber tip. The fiber was removed, cleaned and irrigated without improvement. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications the instructions for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was noticed that there was no effective vaporization, as the laser beam did not emerge laterally but centrally from the fiber tip. The fiber was removed, cleaned and irrigated without improvement. The procedure was completed using another fiber. There were no patient complications.